Manufacturer narrative:
(B)(4) - exchange of j-tube. (B)(4) - the reported event of j-tube migrated. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 105cm two port through the peg jejunal feeding tube (j-tube) was being used to administer medication for the advanced stage of parkinson's disease. The j-tube was placed on (B)(6) 2010. According to the complainant, in (B)(6) of 2010 (exact date is unknown) the patient presented with increased motor fluctuations. In (B)(6) of 2010 (exact date is unknown); the patient had an x-ray which showed the intestinal had migrated. On (B)(6) 2010 the patient received a new 105cm two port through the peg jejunal feeding tube (j-tube).